Manufacturer narrative:
Additional contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the system 98 intra-aortic balloon pump (iabp) is experiencing electrical leakage following a liquid spill. No patient involved.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion),h11. Additional information-e1 (initial reporter): (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply assembly. The fse performed electrical safety checks, functional tests and calibrations successfully according to protocol. The device was returned to the customer for clinical use.

Event description:
N/a.